Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer was being trained on the use of the pump and had not started insulin therapy; therefore, there was no adverse impact. Reportedly, customer reverted to manual injections for insulin therapy.